Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the proximal left anterior descending artery with one 2.75 x 23 xience v stent. On (B)(6) 2010, a persistent restenosis was discovered during a follow-up coronary angiogram. The patient underwent percutaneous coronary revascularization in the target lesion with two drug eluting stents. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned, which limited the investigation. Evaluation of the returned device components revealed no abnormal observations that could contribute to the reported needle-to-cuff miss event. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause for the reported cuff miss experience related to the device could not be determined. The most probable root cause for the reported cuff miss is possibly needle deflection during plunger deployment due to a failure to maintain a stable position of the device with respect to the tissue tract or the patients anatomy. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.